Manufacturer narrative:
(B)(6). During evaluation, contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. During testing, the load step did not recognize the filled cartridge and dispensed fluid emitting a "no cartridge detected" warning. Unrelated to the issue, the display screen was found to be dim and miscolored and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.